Event description:
It was reported that the patient presented to the clinic for a follow-up. Pacing inhibition due to noise was noted on the right ventricular (rv) lead. The patient had experienced pre-syncopal. The noise was not reproducible with isometric maneuvers. The rv lead will be monitored. The patient was in stable condition.